Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 06/03/2026, between 5:30 am and 6:00 am, the patient went to the bathroom and began experiencing symptoms consistent with hypoglycemia, including weakness in the legs, shakiness, and bright/blurry vision. The patient checked the dexcom receiver, which displayed a cgm glucose reading of 35 mg/dl. The patient reported not receiving or hearing any low-glucose alert. At the time of symptom onset, the patient's son-in-law was outside in the yard and assisted the patient by dissolving regular sugar in a cup of warm water for the patient to drink. The patient also drank a glass of orange juice. The patient then traveled by car with her son-in-law to a fire station while continuing to drink orange juice during the drive. The patient arrived at the fire station at approximately 6:10 am, but no personnel were present. While waiting in the parking lot, glucose levels were checked at approximately 6:20 am using both the dexcom receiver and a blood glucometer. The cgm reading was 57 mg/dl, and the fsbg was 63 mg/dl. The patient considered the readings to be accurate and consistent at that time. Afterward, the patient drank approximately one-half cup of orange juice and reported feeling somewhat better. At approximately 6:45 am, before leaving the fire station, the cgm reading was 98 mg/dl and the fsbg was 106 mg/dl, indicating that glucose levels had normalized. The patient returned home at approximately 7:00 am and reported that blood glucose levels remained stable thereafter. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.